Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the helix was stretched and tissue was entwined in the helix. Additionally, the lead body was slightly curled. It appears the lead was pulled with force and let go of. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine follow-up, loss of capture and high out of range pacing impedance measurements were noted on the right ventricular (rv) lead. As a result, the lead was explanted. No visible damage to the lead was noted. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.